Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305165 and lot number 3299612. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
Material: 305165. Batch#: 3299612. It was reported by the customer that there is a significant increase in vial coring when using needles in proper technique. Verbatim: rcc received a complaint via email. Email(s) attached. Product name: bd precision glide needle material/catalog number: 305165. Lot number(s): 3299612. Event description. Date of incident (mm/dd/yyyy): ongoing. Date bd notified, if applicable (mm/dd/yyyy): 03/14/2024. Name of bd associate informed, if applicable (first and last name): n/a. Description of event (give specific and objective details of event): significant increase in vial coring when using needles in proper technique. Sample availability (yes/no including pick up detail information): no. Was there any alleged injury or harm to user or patient? (Give detailed information): n/a. Additional key information. Death involved yes/no, serious injury, erroneous results, exposure to blood/bodily fluid, safety issue, other type of actions taken safety issue; potential for significant patient harm; instructed IV staff to log specific medication vials and needles used in compounds to look for any patterns (lot and expiration).

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Material: 305165 batch#: 3299612 it was reported by the customer that there is a significant increase in vial coring when using needles in proper technique. Verbatim: rcc received a complaint via email. Email(s) attached. ¿ product name: bd precision glide needle ¿ material/catalog number: 305165 ¿ lot number(s): 3299612 event description ¿ date of incident (mm/dd/yyyy): ongoing ¿ date bd notified, if applicable (mm/dd/yyyy): 03/14/2024 ¿ name of bd associate informed, if applicable (first and last name): n/a ¿ description of event (give specific and objective details of event): significant increase in vial coring when using needles in proper technique ¿ sample availability (yes/no including pick up detail information): no ¿ was there any alleged injury or harm to user or patient? (Give detailed information): n/a additional key information ¿ death involved yes/no, serious injury, erroneous results, exposure to blood/bodily fluid, safety issue, other type of actions taken... Safety issue; potential for significant patient harm; instructed IV staff to log specific medication vials and needles used in compounds to look for any patterns (lot and expiration)